Manufacturer narrative:
Good faith effort (gfe) attempts were made to obtain additional details about the event, the outcome of any device evaluations, and potential causes of the alleged alarm failure, but additional details were not be provided. It is not known what specific alarm failed or if the device displayed an inoperative (inop) message at the time of the event. No device event logs, or configuration were available for review. Due to insufficient information, the reported problem could not be confirmed. The rse and fse called and emailed customer, resulting in no response. Due to insufficient information, philips was unable to conduct a functional analysis of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that no audible alarm was going off. It is unknown, if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.